Manufacturer narrative:
During analysis, when compared to the assembly drawing: visually, the tip of the inner cutter broke off which would have resulted in the reported event. The tip measured approximately 0.22¿ long. The break point corresponds to the first proximal valley of the inner blade teeth. There were no signs of excess pressure being applied during use or improper loading of the blade into the handpiece. The deformation of the break is consistent with the inner tip contacting the outer tip during use. For this break to occur, the tips configuration would have had to be or become deformed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an endoscopic sinus surgery, "the inner tube tip was broken soon after starting to use." A fragment did fall into the patient; it was confirmed that it was successfully retrieved without the need for additional procedures or equipment.a backup device was used to continue the procedure; there was no patient impact.